Manufacturer narrative:
The insulin pump was received with motor error alarm during the occlusion test and unable to prime at 4 pounds during the priming test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump had missing end cap sticker, cracked display window corner, scratches on the lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm and prime anomaly on the insulin pump. Customer's blood glucose level was 132 mg/dl. Customer advised while inputting their carbs, they pressed the act button to deliver a bolus and they received a motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.